Manufacturer narrative:
The reason for this revision surgery was identified as trauma after 3.8 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr # (B)(4) involved one part with scuff marks; the part was reworked. A review of the product complaint report history shows this is the first complaint for this product. The root cause of the trauma was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling, the surgeon removed 3 djo products, and replaced them with an offset turon.